Event description:
A complaint was received claiming that a ciba vision extended wear contact lens caused a consumer to experience a corneal ulcer resulting in unspecified damage to his eye. The complaint also states that surgical intervention, pain and suffering of a permanent nature, were also claimed. No specific product information (brand or lot) has been provided. Multiple requests have been made to the source of the information as well as the eye care practitioner's office. They have refused to provide details of any kind. No further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no returned product, product information or lot number provided, no detailed investigation can be performed. Limited & lack of information received prohibits any type of investigation of the device associated with the complaint's potential serious injury. This report is being submitted due to information received that our device may have caused or contributed to a potential serious injury. This internal complaint record will be revisited should additional information be received.